Event description:
Line inserted approx one to two months ago. The line was recently found broken by rn. No harm to pt.

Manufacturer narrative:
Results of sample examination will be filed in a supplemental report when completed.